Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case with very limited information, there is nothing that indicate that the nerve problems, experienced by the patient, are related to the xive product. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The patient received an implant xive s plus d4,5/l8 in position 19 (fdi 36) on (B)(6) 2020. According to the information in the complaint the dentist reports: "explantation necessary due to sensitivity disorder after prosthetic supply" and the fully integrated implant was removed (B)(6) 2021. Additional information is given, that the patient is a bruxer.